Event description:
The customer reported that their clinitek status+ instrument gave a false negative hcg result compared to retesting of the same sample on different instruments, a serum test and an ultrasound. There is no report of injury due to this event.

Manufacturer narrative:
Siemens requested the customer return reagent, patient sample and instrument for further investigation. The customer stated that the patient was highly dehydrated at the time of the event and refused further troubleshooting. The sample was brown in color. Per customer facing documentation, "visibly bloody or highly colored samples should not be tested."